Event description:
Additional information showed there were no malfunctions seen with the device. The patient was receiving effective stimulation with their new device.

Event description:
It was reported that the patient experienced a shocking or jolting sensation due to spinal cord movement when laying down. There were no problems with the implantable neurostimulator (ins). Impedances were measured a couple weeks prior to report and were within normal limits. Additional information received reported the ins was replaced due to uncomfortable stimulation when lying down. The uncomfortable stimulation was described as "nothing unacceptable, just a little bit of discomfort." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3998 lot# v112160 implanted: 2009-(B)(6) explanted; product typ lead; product ID 37752 (B)(4) implanted: 2007-(B)(6) explanted; product typ recharger; product ID 37742 (B)(4) implanted: explanted; product typ programmer, patient; product ID 3708360 (B)(4) implanted: 2007-(B)(6) explanted; product typ extension; product ID 3708360 (B)(4) implanted: 2007-(B)(6) explanted; product typ extension. (B)(4).